Event description:
Reportedly, during device explantation, a head portion has been unstucked and fall in the sore. The device will be returned for analysis.

Event description:
Reportedly, during device explantation, a head portion has been unstuck and fall in the sore. The device will be returned for analysis.

Event description:
Reportedly, during device explantation, a head portion has been unstucked and fall in the sore. The device will be returned for analysis.